Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or cause the cgm to read ¿high.¿ the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.